Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08690 inches. No unexpected under delivery anomaly noted during testing. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 244 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer had high blood glucose level for a week. Customer declined to check air bubbles and leak. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.